Manufacturer narrative:
(B)(4). The technical service engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to either exchange either the backlight inverters and/or the liquid crystal display (lcd) panels. Medtronic was not authorized to service the ventilator.

Event description:
It was reported that an 840 ventilator's upper display was dark. The ventilator was not on a patient at the time of the event.